Manufacturer narrative:
Unit powered up with a blank display due to poor contact between the metallic battery sleeve within the battery compartment and the battery cap terminals. The metallic battery sleeve may have been pushed down slightly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert after low battery alert. The customer blood glucose level was 55 mg/dl. The customer was assisted with troubleshooting. Customer states they inserted a new battery on insulin pump several times but it keeps on asking for a new battery. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer uses the suspend before low or suspend on low. Customer states the battery was previously used. Customer states the battery cap not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.